Manufacturer narrative:
Piece of plastic like foreign material returned in test tube, sent to lab for further evaluation, see attached investigation report. Lab results evaluation summary: the clear particle was then isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the particle¿s generated ir spectra to a library of spectra finds the best match to be iol lens material (ft-ir spectra 1). The root cause for the reported complaint could not be determined. The lab results have outlined the material to be iol material, there is no risk to human health with this material. The origin of the reported "foreign material" cannot be confirmed, the reporter stated that the "foreign material" was noticed after insertion and also reported that the iol is intact: "iol was observed under a microscope, but no broken was found in the optical part or the haptic". In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the foreign material was adhered to the lens during insertion. The surgery was performed and completed without product replacement. It was noticed after insertion. The adhered material was removed, but the iol was still implanted. The adhered material was clear and resinous. The iol was observed under a microscope, but no broken was found in the optical part or the haptic. The postoperative condition of the patient was good, and no prolongation of postoperative inflammation was observed.